Event description:
It was reported that a home patient (hp) had a high drain volume during drain four of peritoneal dialysis on a homechoice (hc) machine. The registered nurse (rn) stated that the fill volume was 2300 ml and the hp had a drain of 4000 ml. The rn wanted to swap the hc. The technical service representative (tsr) arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed functional and electrical testing. External and internal inspections were performed and the device passed. The pneumatic system was tested and found to be working to specifications. Multiple short simulated therapies were performed on the device successfully. Review of the device logs confirmed the reported issue of an increased intra-peritoneal volume (iipv). The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received but evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.